Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (b); product type: 0200-lead; implant date (B)(6) 2023; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for call was representative said they will be covering a lead revision case later this afternoon. Representative said it looks like one of the leads migrated south. Representative asked how they can tell which lead is connected to a specific port on the battery. Agent reviewed that short of running an impedance check when the lead is disconnected, they would not be able to tell which side is connected. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.